Event description:
It was reported that during the attempted implant of this lead, impedance measurements were reported as abnormal. The lead was removed and replaced with another of different model type. The lead was later returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function however, the helix appeared intact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, impedance measurements were reported as abnormal. The lead was removed and replaced with another of different model type. The lead is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.